Event description:
The microscope was being prepared for a surgical case. Oculars were not synchronized. The light cable was pulled from the column exposing wires, and the main arm cover was missing a bolt. Biomed was called. A new light cable has been ordered, the eyepiece adjusted, and a bolt replaced in the main arm cover.